Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the incompatible scope (error 315) is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited incompatible scope (error 315). The event occurred during reprocessing. There were no reports of patient involvement.